Event description:
As reported: it was reported that the pacing leads and system were explanted on (B)(6) 2021 due to infection. As per patient outcome, system was explanted. No known device problem was associated with the lead. This is a similar event MDR 2183787-2021-00098.